Manufacturer narrative:
Per the clinic, the patient developed bacterial infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on april 03, 2023.

Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized (specific date not reported) for administration of IV antibiotics (specific date and duration not reported). This report is submitted on april 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 28, 2023.